Event description:
The facility claims the table moved on its own with no patient on table or anyone in the room.

Manufacturer narrative:
The product was evaluated at the facility by an independent service tech. The claim of unintended movement could not be duplicated.